Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lot history review (f1514101) indicated that there were no reworks, special conditions or related non-conformances for this lot. The lot met all product specifications, including quality control acceptance criteria prior to release. It was reported by the facility that the shuttle was displaced and the sealant was exposed prior to the deployment, preventing the sealant from being deployed in the patient. It was also reported that it is unknown whether or not the user shuttled down completely. Based on the information provided, the reported event may have been caused by sealant being exposed prematurely and obstructed the device path during the deployment, potentially contributing to an incomplete engagement of the advancer tube. However, without the return of the device, the reported event could not be confirmed and the root cause could not be conclusively determined. It should be noted that the mynxgrip device is shipped in a protective sheath tubing in the clamshell tray. The balloon protective sheath is designed to abut the sealant to assure the shuttle cartridge or sealant does not migrate from its manufactured position during transit. Should additional relevant information become available a supplemental MDR will be filed. MFR report #: 3004939290-2016-00119 initial medwatch report was originally submitted on 04/25/2016; however, acknowledgements number 2 and 3 were not received, therefore, the report is being re-submitted. Device is not available for evaluation.

Event description:
It was reported that the mynxgrip sealant failed to deploy and the tamp tube did not come out. The device was being used with a 6f procedural sheath for arterial closure following a diagnostic coronary procedure. It was suspected that the shuttle was displaced prior to the deployment, therefore exposing the sealant and preventing the sealant from being deployed in the patient. It is unknown whether or not the user shuttled down completely. Significant resistance was not felt when shuttling down. Unusual force was not applied when retracting the sheath. Manual compression was applied for 20 minutes to achieve hemostasis with no complications. The patient was described as fine and hospitalization was not prolonged as a result of the event. No further information is available.